Event description:
Home pt called baxter technical service center due to a check lines and bags alarm received during fill 2 of the automated peritoneal dialysis treatment on the homechoice machine. During the troubleshooting process, the pt reported a supply line connection was found loose. The pt tightened the connection and continued with therapy. In discussion with the technician, the pt had received a 2240 alarm earlier in treatment due to the loose connection. The pt powered the machine off/on two times to clear the alarm. The pt continued with therapy by repriming the line while still connected with catheter open. The pt notified healthcare professional of the reported incident. Per pt, no pt injury of medical intervention was associated with this incident.